Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged during routine follow-up. A revision procedure was performed, wherein the ra lead's distal tip was found to have advanced into the subclavian. The ra lead was removed and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was found dislodged during routine follow-up. A revision procedure was performed, wherein the ra lead's distal tip was found to have advanced into the subclavian. The ra lead was removed and replaced, and it was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance . Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.